Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before cataract surgery the ophthalmic cutter on the operating console did not function. The scheduled surgery was completed. No patient impact was reported.

Event description:
Additional information received stating that ophthalmic handpiece on the operating console did not function.

Manufacturer narrative:
Additional information was provided in sections b.5, d.1, d.4, h.6 and h.11 the manufacturer internal reference number is:(B)(4).